Event description:
It was reported that the physician implanted a 25mm gore helex septal occluder in 2009, to close an atrial septal defect. The defect balloon sized to 10mm and measured 9mm on tee. During a f/u later that evening, fluoroscopic imaging revealed that the device had embolized into the right pulmonary artery. The physician performed a reintervention and retrieved the occluder with a 25mm snare. The pt was doing well following the procedure.

Manufacturer narrative:
The device was discarded by user facility, so no device eval could be conducted. A review of the mfg records has been conducted. A review of the mfg records verified that the device met all pre-release specifications.